Manufacturer narrative:
(B)(4). Report source: south africa. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two months post implantation due to dislocation of the articular surface. The peg that screws into the femur was stripped and not locked in anymore. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product, pictures, or medical records were provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified sign of being implanted. The hinge post extension exhibits damaged threads, crests are rolled over and stripped/ gouged. A definitive root cause cannot be determined. Complaint is confirmed based on product evaluation. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.